Event description:
The customer reported the unit keeps rebooting itself and showing error E433 involving an Olympus Electrosurgical generator. The issue occurred during inspection of the device for use before patient in a room. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.